Event description:
Additionally, account stated that during a rhinoplasty the scissor broke and a piece fell into the pt. They could not find the broken piece and had to do an x-ray. The broken piece was found lodged in some soft tissue in the nose. The account made a decision not to remove it at this time.

Event description:
Additionaly, account stated that during a rhinoplasty the scisor broke and fell into the pt. They couldn not find the broken piece and had to do an x-ray. The broken piece was found lodged in some soft tissue in the pt's nose. The account made decision not to remove it at this time.